Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroplasty surgery the new device ar-400raop broke during the surgery when the surgeon worked on the hip. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-600raop). It was not necessary to switch the surgical technique or do a second surgery. Update avoe 02-sep-2024 it was confirmed that the surgeon took the motor with the ar-400raop tip to prepare the acetabulum and during preparation the tip broke!

Manufacturer narrative:
Additional information: d9, g3, h3, h6. It was reported that during a hip arthroplasty surgery the new device ar-400raop broke during the surgery when the surgeon worked on the hip. The reported event was confirmed. The manufacturer evaluation revealed a broken drive shaft along with a broken planetary gear and 2 broken bearing bolts. A hardness measurement of the drive shaft components did not show any issues and a definite cause for the observed breakage cannot be determined.